Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements of 127 and 138 ohms. Troubleshooting options were discussed. The patient was brought in and defibrillation threshold (dft) testing was performed. A 21 joule shock was not successful with an impedance measurement of 78 ohms. Then a 41 joule shock was successful with an impedance measurement of 80 ohms. Normal lead function was noted. No additional adverse patient effects were reported. The device remains in service.